Manufacturer narrative:
Unavailable device was not returned for evaluation.

Event description:
It was reported the device was used during a hemicolectomy. It was reported the tl60 was placed on tissue for the first firing, fired, and excess tissue was cut off. Upon removing the device, no staples were observed in the tissue nor the device. The surgeon took extra tissue to perform a right hemicolectomy. There was no consequence to the pt.